Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted. When the patient came out of the operating room, the surgeon changed his mind on what iol he wanted implanted and took the patient back to the operating room to exchange the lens. No additional information was provided to abbott medical optics.

Manufacturer narrative:
During follow up, the customer stated that the doctor who performed the procedure realized that he had implanted the wrong intraocular lens (iol) and quickly removed the iol from the patient. The customer stated that there was no labeling issue with the product. No vitrectomy or incision enlargement performed except for sutures used to implant the new iol. The patient was fine post-surgery. The product was discarded. All pertinent information available to abbott medical optics has been submitted.